Event description:
Also noted that the measured r-wave amplitudes suddenly declined about (B)(6) 2020, physician also questioned rv capture. He states appearance of non capture on EKG. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).